Event description:
A pt reported to have driven to a friend's house to test pt's bg because the meter allegedly had no power. Result on friend's meter (brand unk) was over 500. Friend had to drive the pt back home to get insulin. Batteries have been replaced and meter still has no power.